Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator pn was received into the lab for analysis for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. It was also verified all external hardware secured, no physical damage observed on the display panel or the exterior casing. Inspection of the internal components revealed a failed capacitor at the c52 location on the radio frequency control board which resulted in the thermal event reported. No functional testing was performed due to the physical damage previously identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to a capacitor failure on the radio frequency control board.

Event description:
During the procedure, as the generator was powered on, it began to smoke. The procedure was cancelled prior to any patient involvement. There were no adverse consequences to any patient or user.